Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Per legal all information known was provided per the complainant and no further information is available. Therefore, no attempts for additional information will be made.

Event description:
An allegation from an attorney indicated the patient died approximately 15 months post implant of the right ventricular lead. It was also noted the patient suffered extreme physical injury.